Event description:
It was reported that the patient was having difficulties maintaining a charge on the ipg. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.

Event description:
It was reported that the patient was having difficulties maintaining a charge on the ipg. The patient underwent an ipg replacement procedure.